Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device's jaw (no-move part) got loose from the shaft. The doctor was given another device to complete the case. No part from the device fell in the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned the electrode detached from the instrument and returned. The ceramic was cracked but sections are still bonded to the lower jaw. Visual inspection under magnification was performed and evidence of electrode was found on the active rod. Because of the missing electrode we were unable to test the full functionality of the instrument. It is possible that prior to the electrode detaching completely from the instrument a replace light could have resulted from the electrode coming in contact with the jaw while activating.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent